Event description:
The customer reported the beam was not restricted to input phophor + or - 3% sid single direction and + or - 4% sid combined direction in mag 2" mode. No pt injury was reported.

Manufacturer narrative:
The ge service rep recalibrated the system mag mode to be within spec. System functioned as intended.